Manufacturer narrative:
The customer was provided with a replacement device. The device was returned to stryker product analysis center (pac) for investigation. The pac tecnician was able to verify the reported issue. The device log was analyzed and it was found that the device was turned on on the date of the event, but no patient load was detected. The electrode tray was not returned to stryker for further analysis, so no findings were available and a root cause fo the reported issue could not be determined. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not detect patient through defibrillation electrodes. As a result, defibrillation would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device does not detect patient through defibrillation electrodes. As a result, defibrillation would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.